Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the up arrow button. Lcd connector was inspected and no anomaly was noted. Device had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the up arrow button does not respond. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.